Event description:
Temperature therapy pad leaking

Event description:
Temperature therapy pad leaking.

Manufacturer narrative:
The root cause as to why the pad may have been leaking is unknown as the device was disposed of by the customer preventing confirmation of the problem or further evaluating the cause. However, a review of previous similar investigation suggest that a possible cause is that the pad may have been punctured causing the leak. The device was disposed of by the customer.